Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-apr-09 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. The patient reportedly had a history of compression fractures, uterine cancer, and chemotherapy on unknown dates. The patient also had back surgery several times. It was reported that the patient was currently in hospice at a nursing home. When the patient was admitted to the nursing home on (B)(6) 2019, the patient had cellulitis of the lower extremities and 25% of the actual pump with part of the catheter was exposed on the right lower quadrant of the abdomen. At the time of report the whole thing was hanging out of the patient's body. The cellulitis occurred on (B)(6) 2019. It was unknown when the exposed pump first began. The house physician did not want to take it out because the patient also had a (B)(6) infection and there was a possibility of the patient becoming septic and dying. It was noted that the date of onset of the (B)(6) infection was unknown, but it had been some time and there was an odor to it. The infection was present before the patient was admitted to the nursing home, and was found in (B)(6) 2018 when the pump was placed. The hcp was going to prescribe antibiotics for the (B)(6), and the hospice was doing refills. It was noted that the patient was in a lot of severe back pain, which was why the pump was implanted (it was unknown when the pain first began). It was unknown if the pump was working. No further complications were reported or anticipated. Additional information was received from an hcp on (B)(6) 2019. It was reported that the cellulitis was at the pump pocket site and it was unknown whether the cellulitis was related to the device or therapy. The actions/interventions taken to resolve the (B)(6) infection and pump/catheter erosion included antibiotics and surgery on (B)(6) 2019. The (B)(6) infection and pump/catheter erosion were resolved, and the pump was confirmed to be functioning as expected. The pump was not removed as a result of this event. Operative notes from the date of implant ((B)(6) 2018) indicated the pre- and post-operative diagnoses was intractable lumbar radicular pain. The patient was placed on the operating room table in supine position after satisfactory endotracheal general anesthesia had been administered. The patient was turned into the left lateral position, the right side was facing up the lower back. The right lower quadrant of the abdominal wall and the right flank were prepared with betadine scrub and solution and routinely draped. A horizontal incision was made in the right lower quadrant of the abdominal wall measuring 7cm. This incision was taken down through skin and subcutaneous tissue. A pocket was created in the right lower quadrant of the abdominal wall for the pump. Homeostasis was secured in this pocket and it was filled with antibiotic solution. Then, an incision was made in the lower back in the midline at the level of l4-l5. This incision measuring 4cm was taken down through skin and subcutaneous tissue. The fatty layer was separated from the lumbosacral fascia. Fascia was thus exposed. A tuohy needle from the intrathecal catheter tray was inserted under fluoroscopic guidance into the intrathecal space at l3-l4. Once cerebrospinal fluid (csf) was obtained, stylets were removed. The intrathecal catheter was inserted and advanced to the level of t9. Then, the stylet of the catheter was removed and the needle was removed leaving the catheter in place. Csf started to come to the end of the catheter. The catheter was anchored to deeper subcutaneous tissue with an anchor and 3-0 surgilon sutures. Through a subcutaneous tunnel, extension tubing was passed between the two incisions making sure that the hub of the extension tubing was lying in the right abdominal wall incision. Then in the lower back, the end of the intrathecal catheter was connected to the end of the extension tubing using a metal connector, two boots, and 3-0 surgilon ties. Then, the connection between the intrathecal catheter and the extension tubing was anchored with the deeper subcutaneous tissue with 3-0 surgilon sutures making sure that there was no kinking of the catheter. Then the incision in the lower back was irrigated with antibiotic solution and vancomycin powder was sprinkled in the pocket. The incision was closed in two layers; deeper subcutaneous tissue with 3-0 surgilon sutures and skin edges with 3-0 nylon sutures. It was noted that csf was coming through the end of the hub of the extension tubing which was subsequently connected to a 20ml pump which had been flushed of the water contents. The pump was primed with dilaudid solution containing 2mg/ml. The connection could rotate on its axis but could not be pulled out of the pump. The pump was then placed inside the pocket with side port pointing 10 o'clock. The pump was anchored to the deeper subcutaneous tissue at two spots with 3-0 surgilon sutures. The pocket was irrigated with antibiotic solution and vancomycin powder was sprinkled into the pocket. Then, the incision was closed in two layers; deeper subcutaneous tissue was closed with 2-0 surgilon sutures and skin edges were closed with 3-0 nylon sutures. Dry dressing was applied over the incision area. The patient was sent to the recovery room in satisfactory state and tolerated the procedure well. Estimated blood loss was 150ml. Notes from a visit on (B)(6) 2018 indicated the patient was in the office for an initial evaluation. The patient had sores near the pain pump incision on the right lower abdomen. It was further noted that there was no pain at the incision site or sores, just slight discomfort. It was indicated that sutures from the surgery were removed a week ago (relative to (B)(6) 2018) and the nurse of the surgeon noted a small area of darkened tissue. The patient had fallen in the tub the day before sutures were removed and had laid in the same position for hours until her husband could help her out, and since that episode the darkened area had been getting larger. Some pressure under the area was noted by the patient, but the patient had no fevers or chills. No new neurologic symptoms were reported. Upon examination, the inferior portion of the site of the pump placement contained two eschars; one was 3cm x 3cm with an erythematous border and the other was 1.5cm x 2cm with an erythematous border. No foul odor, drainage, or warmth were noted. The 3x3 eschar was unroofed in the office to reveal a connection to the cavity of the pain pump and significant seropurulent material drainage. Since the pump was exposed, the hcp decided to close the area with 3-0 nylon in a continuous fashion under sterile conditions to avoid further exposure of the pump. The patient tolerated the procedure well. The assessment concluded that a postoperative wound infection and nonstageable pressure ulcer were diagnosed. The patient was prescribed keflex for the infection and was instructed on local found care. On (B)(6) 2018 the patient was seen again and had dehiscence of skin over the pump. The patient was placed on the operating room table in supine position after satisfactory endotracheal general anesthesia had been administered, and the patient's abdominal wall was prepared with betadine scrub and solution and routinely draped. It was noted that the pump was exposed through the loss of skin over the pump site. The pump was localized in the right lower quadrant of the abdominal wall. A new 7cm incision was made in the right upper quadrant of the abdominal wall for a new pump site. The pocket was irrigated with antibiotic solution and hemostasis was secured in the pocket. The incision was made over the scar from a previous surgery through which the pump had been placed into the right lower quadrant of the abdominal wall. This incision was taken down through the skin and subcutaneous tissue. Th pump pocket was dissected and the pump was taken out of the pocket. It was cleaned and there was no gross evidence of infection. The pump was then disconnected from the extension tubing, was cleaned, and then it was placed inside the antibiotic solution. The extension tubing was then brought into the new pocket in the right upper quadrant after it had been cleaned with antibiotic solution. Th cultures of the pocket were taken, both of the new pocket as well as the old pocket. Then, the extension tubing was connected to the pump making sure that the connection could rotate on its axis and could not be pulled out of the pump. The pump was placed inside the new pocket after it had been irrigated with antibiotic solution and vancomycin powder had been sprinkled in that pocket. The pump was anchored to deeper subcutaneous tissue at two spots with 3-0 surgilon sutures. Then, the incision area was closed in two layers; the deeper subcutaneous tissue was closed with 3-0 surgilon sutures and the skin edges were closed with 3-0 nylon sutures. The old pump pocket was debrided, which consisted of removing all of the granulation tissue, which appeared to be exposed. Part of the skin was removed and the edges of the pocket, which was exposed, was debrided. The deeper subcutaneous tissue was also removed along with the skin thus debriding the entire pocket and exposing the new fresh tissue. The hemostasis was secured in this area and vancomycin powder was sprinkled into this. The skin incision was then approximated with 3-0 surgilon sutures for deeper subcutaneous tissue and skin edges were closed with 3-0 nylon sutures. The debrided and new incision area for the old pocket measured about 28cm. The patient tolerated the procedure well and estimated bloodloss was about 100ml.